Manufacturer narrative:
The device is not available for evaluation. Device and patient identifiers were not available. Any omitted information was not available at the time of initial report. Written correspondence has been sent to the surgeon requesting the outstanding information. Subsequent attempts will be made as necessary. Hypotony, iritis, and pain are identified in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reported that following an aborted istent procedure the patient presented with iritis, hypotony, and pain. During the initial attempt to implant the stent, there was good heme reflux noted; however, the surgeon felt that the stent may have been superficial, so a second attempt was made. The surgeon was not able to place the stent, and the procedure was aborted. During cataract surgery, the surgeon reported complications including a posterior capsule rupture during removal of the last nuclear fragment. A vitrectomy was performed with the cortical removed. The posterior capsule lens was well placed and centered in the sulcus. On postoperative day one, the patient complained of "wispy floaters" secondary to a medication that was given intraoperatively. The patient also reported pain the night of postoperative day one. On postoperative day two, soft intraocular pressure (iop) at 5 mm hg. The patient was referred to a retinal specialist, who measured an iop of 12 mm hg. The surgeon reported a lot of iritis and corneal folds. Steroids were increased to every two hours. On postoperative day three the patient's vision was 20/40- but still very soft. Cyclogyl 3x was started. The surgeon conferred with the glaukos medical monitor on (B)(6) 2017 who reported that the patient's pressure had increased to 7 mm hg. A cyclodialysis cleft was suspected, but due to "soft eye" and superficial keratitis, the surgeon decided to treat with cyclogyl and durezol for now. Additional information has been requested.

Manufacturer narrative:
Cyclodialysis cleft is identified in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4)

Event description:
Clinical follow-up was requested and on 07/18/2017 the surgeon provided the following additional event details. Following the first attempt to implant the stent, it came loose from the tissue. The stent was removed and two subsequent attempts to implant the stent were made. Due to heme and decreased visualization, the attempts were unsuccessful and the istent implantation was aborted. During the cataract portion of the case, which was done after the istent attempt, the patient coughed and the posterior capsule ruptured. Postoperatively the patient presented with hypotony, which the surgeon reported was possibly caused by a cyclodialysis cleft. The patient was sent to a retinal specialist and put on cyclogyl twice a day and prednisone forte every three hours. Currently the patient is doing well. Some floaters secondary to cortical debris were reported, and the surgeon may consider vitrectomy although the patient¿s vision is 20/30. The hypotony resolved on postoperative day four, and the iritis resolved with an increase of steroids and switch to durezol.